Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument failed to be recognized. The procedure was completed using a backup instrument with no reported injury. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage. One of the blade edges was indented. The instrument was connected to the ethicon generator and failed during self-test. An error stating "replace instrument. Instrument error detected. Unplug hand piece and replace instrument." Appeared. This error prompt likely appeared due to the blade damage. Further investigation found that the instrument's teflon pad was damaged and a piece measuring approximately 0.132" x 0.377" was completely dislodged from the clamp arm and not returned with the instrument. The complaint was confirmed by failure analysis. A review of the submitted image was performed and there was no visible damage to the instrument tip.